Manufacturer narrative:
Correction to previous g3: date received by MFR - update the date to 03/06/2026. Additional information: h6 (update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a primary IV set leaked during noradrenaline infusion. Healthcare professional noticed a crack in the IV set, which was subsequently replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.